Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v588866, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation. The patient had a shocking sensation the morning of report. It was noted troubleshooting was limited due to lack of access to product and patient. Follow up from the health care provider (hcp) reported they were not aware of the problem. The hcp had not had contact with the patient since (B)(6) 2012. It was noted that the patient did not show up for their (B)(6) 2012 appointment.